Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the manufacturer representative was unable to get any stimulation in the left leg where the patient¿s pain was during post-operation programming. Stimulation was only in the right leg. 30 minutes of programming was tried. Lead impedances were normal. Intra-operation testing was noted to have gotten great left leg coverage. X-rays were performed and both anterior-posterior and lateral views showed the lead position to be the same as intra-operation. The midline lead should have been capturing the left leg but it was not. The revision was done the same day. The right lead was removed from the epidural space and a new stylet from a lead revision kit was inserted into the lead. The lead was positioned to the left of the existing lead. Intra-operation testing revealed the repositioned lead was capturing the left leg. Programming post-revision also captured the left leg and the patient was satisfied. Follow-up clarified that nothing was explanted or inactivated; only one lead was repositioned. No further follow-up was needed as the patient was satisfied with the coverage.